Manufacturer narrative:
H11: internal complaint reference (B)(4).

Event description:
It was reported that during setup, the dyonics control unit had a calibration issue and was gushing fluid. A backup device was available, and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and found the lid damaged. It is also noted on the exterior of product and a cosmetic flaw (gap) was observed between the top cover and front bezel. A functional evaluation found the unit would not power on. The unit was opened where improperly seated, and damaged components were found. Due to the internal damage of the device the unit could not be tested further. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.